Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 10 months post implant of this 31mm tricuspid annuloplasty ring was explanted and replaced with a 29mm tricuspid bioprosthetic valve for unknown reasons. There were no additional adverse patient effects reported.